Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cracked handle. Problem occured when autoclaving the item at the recommended washing temperature. An email attachment also stated the following: the affected items are ready to be shipped for inspection. Depending on the result we would like a credit note against the items, not a replacement since we already have purchased and supplied our customer with it.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint was received into the leeds complaints department 11 nov 2014 with the following comment: cracked handle problem occured when autoclaving the item at the recommended washing temperature. An email attachment also stated the following: the affected items are ready to be shipped for inspection. Depending on the result we would like a credit note against the items, not a replacement since we already have purchased and supplied our customer with it. Following investigation by the supplier, it was identified that chemical attack was likely to be causing the cracking of the handle material during hospital processing. A new material is now to be used following recommendations from the raw material supplier. The complaint shall be closed with a justified conclusion; it shall be entered onto the complaints database and monitored through trend analysis. The products will be retained in a secured storage area.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.